Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that while doing initial registration the system stated localizer fault when trying to trace. The system was rebooted and the issue was resolved. The issue caused a delay of 5 minutes and there was no reported impact to patient outcome. It was noted that there were multiple cases in a row and the surgeon felt that had something to do with the problem.